Event description:
I recently had a lumiradx sarscov2 ag test performed at (B)(6). The test came back positive. I subsequently had two sars-cov-2, naa pcr (pixel - (B)(6)) tests performed on different days ((B)(6)) which gave a negative result. Additionally, I had a rt-pcr test (abbott labs ID now) performed on (B)(6) 2021 which is still pending. I believe the positive given by lumiradx was likely a false positive. I saw there was a FDA class 2 medical device recall recently issued for defective test strips, but the listed lot numbers were not the lot number my test came from. My lot number was: 6,000,174 with expiration of 6/9/2021. My wife also had all of the same tests performed on the same days and had all of the same results. Her results were as follows: (B)(6) 2021 - lumiradx sarscov2 ag test - positive (lot number was: 6,000,174 with expiration of 6/9/2021) (B)(6) 2021 - sars-cov-2, naa pcr (pixel - (B)(6)) - negative (B)(6) 2021 - sars-cov-2, naa pcr (pixel - (B)(6)) - negative (B)(6) 2021 - rt-pcr test (abbott labs ID now) - negative. FDA safety report ID # (B)(4).